Event description:
It was reported to philips the device had display/bezel cosmetic damage. There was no patient involvement.

Event description:
It was reported to philips the device had display/bezel cosmetic damage. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty display assembly and display cover. The fse replaced the display assembly and display cover. The device passed all performance assurance tests and was placed back into use with the customer.